Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet system after starting a new device and required assistance with an infusion set change; the user administered 18 units of subcutaneous humalog as back-up therapy, and glucose levels returned to normal after the infusion set was changed. Symptoms included feeling shaky and mentally ¿a little off.¿ outcomes included no hospitalization, no medical intervention by healthcare professionals, and no long-term impairment. Investigation included troubleshooting and user education performed remotely. Investigation of this case revealed the cause of hyperglycemia was unclear. It was concluded that the event was user-reported hyperglycemia with unclear cause, resolved after infusion set replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.